Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. Recall #FDA-assigned recall event ID 74805. (B)(4).

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Strip storage is in the kitchen. Customer's meter is giving about 60 points lower. Customer states that he compares the meter to two different dr. Office meters. Customer states that his last a1c was 7.8-8.2. He is getting an average of 140mg/dl on the meter. Customer is legally blind and is unable to see the serial # and the strips lot #. Customer states that he is not sure what his expected range is varies. But his a1c test is showing in the 200mg/dl range. Customer is taking invocana. Customer states that he was testing once a day, but he has not used the meter for about a month now.